Event description:
On (B)(6) 2011 surgery. Tvt sling put in. Doc did not remove cyst as expected. Was told that the cyst was too large and complicated (attached to the sigmoid colon) for him to do on his own. Rescheduled for cystectomy (B)(6) 2011. On (B)(6) 2011, return to emergency room c/o severe abdominal pain w/fever and nausea. Released with pain meds, antibiotics and anti-nausea meds. Complications of the cyst in the digestive tract. On (B)(6) 2011 surgery. Cystectomy and oophorectomy of left ovary. Surgeon claimed removal was complicated due to size, and location. Was informed cyst was benign. On (B)(6) 2011, resumed taking rheumatoid medicine (enbrel) for pain. Resulted in 1 week of extreme vertigo, also noted uti during emergency room visit. Stopped using enbrel per suggestion of emergency room doc. Stated that my doc should have told me to stop taking this med 1 month pre-op. In (B)(6) 2011, not taking meds for ra...began having painful joints and swelling again. On (B)(6) 2011, emergency room visit. Three of six incisions infected plus uti. On (B)(6) 2011, noted extreme erosion -1/4" each side of vagina- at that time we assumed it was the stitches and did not go to doc. On (B)(6) 2011, went to pcp doc c/o vaginal pain, infection. Told doc of "stitches" she looked but did not see the mesh at that time. Was noted that mucosa was scarred and recommended antibiotics for bacterial vaginosis. Call made to doctor (B)(6), was informed that he is not taking patients for 3 weeks and to call back first of next month. On (B)(6) 2011, emergency room visit for extreme vaginal pain, brown discharge told doc of the "stitches." A pelvic was done (extremely painful) received again antibiotics. Mesh was not noted as culprit. On (B)(6) 2011 emergency room visit. Again painful vagina, discharge, uti. On (B)(6) 2011, visit w/doc (B)(6); painful vagina, discharge, fever, painful sex. Was given premarin told that the mesh is eroding and that he wanted to make a subsequent appointment to sew mucosa over the 1/4" erosion on both sides of mesh. On (B)(6) 2011, all day visit to emergency room for severe vaginal pain, bloody discharge, fever and again uti. This was how my mother's day was spent. Given pain meds/ antibiotics. Unable to have pelvic done due to extreme vaginal pain. On (B)(6) 2011, visit w/ doc (B)(6) office procedure to sew mucosa over eroded mesh. After earlier conversation with husband, I chose to have mesh removed surgically. We knew how sharp the mesh was and knew it would again cut through the sewed over mucosa. Was again given premarin and was told this happened because I am not 21, that the mucosa thins with age and was "expected"...expected by who? Doctor (B)(6)?" Why wasn't I told? Was not given a surgery appointment. When called few days later, nurse stated that she never received surgical referral from doc and would get back to me, but stated that the soonest I would be scheduled was (B)(6). On (B)(6) 2011, returned to dr. (B)(6), again fever, nausea, vaginal pain, discharge, uti. Felt like butter knives gashing me with every step. Give pain meds, antibiotic, premarin and appointment for (B)(6) 2011 for surgery to remove mesh. On (B)(6) 2011, went to pre-op visit at hospital. Was told that this would be an abdominal cut and that all the mesh would be removed and would result in a short stay at hospital. Though, that scared me, I knew I needed to get the mesh out. On (B)(6) 2011 surgery. Removal of mesh. Dr. (B)(6) told my husband that "all the mesh is out." No abdominal cut was made, only 2 small vaginal cuts. On (B)(6) 2011 began using enbrel, methotrexate and prednisone again after docs (B)(6) permission. On (B)(6) 2011 began losing voice, feeling fatigued, over all sick. On (B)(6) 2011, pcp visit for no voice and ill feeling, was told it is my body recovering slowly from surgery. . But was told to stop using all ra meds immediately. Only allowed to take voltaren-anti inflammatory. On (B)(6) 2011, pcp doc visit for ill feelings thyroid tested...no voice. On (B)(6) 2011, emergency room visit for ill feelings thyroid tested fine no voice fears of death due to overwhelming illness. On (B)(6) 2011, chiropractor visit for pain in body and neck, no voice. On (B)(6) 2011, urgent care center visit for ill feeling...was told I had a uti and no voice was from surgery intubation. On (B)(6) 2011, visit to emergency room with worsening condition. At this time, I truly believed I was dying and told that to emergency room doc. It was noted that I had contracted mono. When I told her that I had not been around anyone sick she informed me that my immune system was so shockingly weak that it was not through normal contraction. Also vaginal and uti noted -again neg for nitrate but positive for blood-antibiotics given. On (B)(6) 2011, mesh erosion again found. Called pcp and was told to see dr. (B)(6), against my fears I called his office. He asked me to come in after 5pm and he would look at the problem but stated that it could not be the mesh as he "removed all of it in (B)(6)." On (B)(6) 2011, after hours visit with dr. (B)(6). The mesh had eroded out of the front of the vaginal wall, in the same area as the urethra. He stated that he could not find the mesh, my husband showed him the erosion. Dr. (B)(6) grabbed the hemostats and began ripping out 1" of mesh out of my mucosa. This was done without a numbing agent. When he was unable to pull anymore out he snipped the removed mesh and let the rest go back in me. He told my husband and I that it was all out...the eroded mesh was "just some extra that he didn't catch at the time of surgery." On (B)(6) 2011, emergency room visit for extreme vaginal and pain going up the urethra. Was told by emergency room doc that the pain was not from the mesh and after he spoke to dr. (B)(6) on the phone - though we demanded him not too - that the pain was in my head and refused to treat me in anyway!. On (B)(6) 2011, emergency room visit. (B)(6) clinic. Pelvic pain, uti, explained to doc that the pain feels as if it goes from urethra to bladder. Was held over to see urology resident. Doctors seen: (B)(6). Was give antibiotic and appointment with dr. (B)(6) for 1 week later. Diagnosed with uti. Again neg for nitrates positive for blood. On (B)(6) 2011, visit with (B)(6). Cystoscopy done, no mesh infiltrating the bladder or urethra. Was given the suggestion of pelvic physical therapy and that I should not see anymore mesh erosion.